Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the staple line was not cut all the way across when a black sureform 45 reload was fired with a curved-tip sureform 45 stapler instrument. Additionally, the reload blade stayed exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: malformed staples were observed after multiple stapler reloads were fired using 2 different sureform stapler instruments. The event involved curved-tip sureform 45 and sureform 60 stapler instruments. The instruments were inspected prior to use and there was no noted damage. The surgeon started with green reloads because that is what they normally use. Once the surgeon started to have trouble, they switched to the black reloads. The issue started with the first staple fire. The stapler instrument did not work properly from the beginning. At the time of the incident the surgeon was stapling over regular lung tissue. The tissue was not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension. There was no tissue bunching. The stapler issue involved failure to fire (not firing at all) and partial firing (firing sequence interrupted). Tissue was not pushed forward or dragged. Some staples were observed to be malformed and some staples had fallen inside the patient. The stapling issue also involved the stapler reload having an exposed blade and being stuck on tissue, and staples missing from the staple line. There was an error message present stating ¿not able to fire, blade exposed¿ when the issues occurred. The surgeon encountered obstructions from the staples after the first fire. The surgeon did fire over an existing staple line due to missing staples. No buttress material was used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed at the staple line. There was no unplanned tissue removal due to the stapler firing failure. The surgeon was able to resolve the issue by switching to another stapler. The procedure was completed robotically, however the surgeon used scissors to cut between the staple line since the tissue on the staple line was not cut. There was no injury to the patient. The patient demographic information was unable to be provided.

Manufacturer narrative:
Isi has received the curved-tip sureform 45 stapler instrument involved with the reported event. The instrument was able to pass initialization during failure analysis. The clamp and fire function passed with no issues on a test sheet on two attempts. Staple formation was proper. No I-beam damage was observed. Isi also received 3 black sureform 45 reloads. This first stapler reload was found to have the knife exposed within the knife track. No damage was observed the knife edge. The second reload was found to have the knife exposed within the knife track. No damage was observed to the knife edge. No lodged staple was observed within the shuttle track. The third reload was also found to have the knife exposed within the knife track. No damage was observed to the knife edge. No lodged staple was observed within the shuttle track. Isi has received the sureform 60 stapler instrument involved with the reported event. The instrument was able to pass initialization during failure analysis. The clamp and fire function passed with no issues on a test sheet on two attempts. Staple formation was proper. No I-beam damage was observed. Isi also received 4 green sureform 60 reloads. The first reload was found to have the knife exposed within the knife track. No damage was observed to the knife edge. No lodged staple was observed within the shuttle track. The second reload was found to have the knife exposed within the knife track. No damage was observed to the knife edge. No lodged staple was observed within the shuttle track. The third reload was found to have the knife exposed within the knife track. No lodged staple was observed within the shuttle track. The knife of the reload was found with an indentation to the blade edge. The reload body cartridge exhibited damage (skiving marks) along the shuttle track which appeared under microscopic inspection. No material appeared to be missing. The fourth reload was found to have the knife exposed within the knife track. No knife edge damage was seen on the reload. No lodged staple was observed within the shuttle track. Body cartridge damage (skiving marks) along the shuttle track appeared under microscopic inspection. No material appeared to be missing. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the reported procedure date was conducted and revealed no related system error occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. The stapler logs show the curved-tip sureform 45 instrument was used first and it was installed on the system 9 times and fired 9 reloads (6 green, followed by 3 black). On installation 1, the system failed to detect the reload color and the user manually selected the green reload. The first clamp was successful and the firing was completed with no pauses for compression. Across installs 2-8, there were 18 incomplete clamp attempts ranging from ~54% to ~68% completion. On installs 2-4, the firings were completed with 3 pauses for compression on each. On install 5, the firing was completed with 2 pauses for compression, and on install 6, the firing was completed with 0 pauses for compression. On install 7, the successful clamp was followed by a firing failure, which stopped at ~94% completion, after a duration of ~47 seconds. The user then initiated a force fire, which also failed. The instrument was reinstalled, and after the next completed clamp, the firing was initiated. This time the firing failed at ~77% completion, after a duration of ~36 seconds. On installation 9, there were no incomplete clamps, but there was another firing failure. This firing stopped at ~51% completion, after a duration of ~34 seconds. All unclamps by this instrument were completed successfully. The instrument was then removed and not used again in the procedure. Next, the sureform 60 instrument was installed on the system 4 times and fired 4 reloads (4 green). On the 1st install there were 3 incomplete clamp attempts ranging from ~68% to ~70% completion. Following the successful clamp attempt, there was a firing failure, stopping at ~66% completion, after a duration of ~26 seconds. On the next 3 installs, the firing failed on each fire. On install 2, the firing stopped at ~84% completion after a duration of ~38 seconds. On install 3, the firing stopped at ~62% completion after a duration of ~36 seconds. On install 4, the firing stopped at ~58% completion after a duration of ~26 seconds. All unclamps were completed successfully. The stapler was then removed and not used again in the procedure. There were no additional stapler related errors in the logs. Intraoperative photos were reviewed by an isi clinical development engineer (cde). Per the cde, the photos appear to show a sureform stapler instrument with a green reload. In one image, it is shown pausing for compression approximately halfway, followed by a potential "tissue too thick to continue" message. The third image shows a blade exposed message, which can occur if the fire is unable to complete. There appears to be unformed staples sticking out from the reload. Also, there appears to be at least one loose staple in the first and second image, but it is unclear if there are any once the tissue moves in the third image. It also appears that the stapler is being fired over an existing staple line. This is warned against in the user manual: "warning: stapling across another staple line may lead to tissue damage or disruption of the previous staple line." Issues with compression and tissue thickness can sometimes be resolved using a different reload color. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, partial fires with both a curved-tip sureform 45 stapler instrument and a sureform 60 stapler instrument occurred which resulted in fallen and malformed staples, an exposed blade and the need for the surgeon to cut between the staple lines to complete the transection. The fallen staples were not retrieved. At this time, it is unknown what caused the partial fires to occur, but the customer confirmed stapling over a previous staple line. Note: refer to the following medwatch reports (mdrs) with associated patient identifiers #s for MDR submissions against the various sureform stapler reloads involved with the reported events: patient identifier #(B)(6) ¿ 1st black sureform 45 stapler reload. Patient identifier #(B)(6) ¿ 2nd black sureform 45 stapler reload. Patient identifier #(B)(6) ¿ 3rd black sureform 45 stapler reload. Patient identifier #(B)(6) ¿ 1st green sureform 60 stapler reload. Patient identifier #(B)(6) ¿ 2nd green sureform 60 stapler reload. Patient identifier #(B)(6) ¿ 3rd green sureform 60 stapler reload. Patient identifier #(B)(6) ¿ 4th green sureform 60 stapler reload.